Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy on (B)(6) 2026 for treatment of polypectomy removal. During the procedure, the resolution 360 clip after grasping and locking onto tissue would not deploy after the tech squeezed the handle. The clip was reported to be free floating in the colon and was retrieved. There was no tissue damage reported after clip removal. There were no reported patient complications as a result of this event. The procedure was completed with another of the same device.